Event description:
It was reported that a telecardiology alert displayed impedance anomaly. The lead remained implanted. The patient would be monitored via telecardiology.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.